Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a large sore and skin tear under the breast area, there may have been a pre-existing yeast infection in the area as well that may have contributed to the wound. There was no alleged device malfunction contributing to the irritation. The patient¿s hospital staff used barrier cream and a bandage on the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.